Manufacturer narrative:
H6. Component code: g01003. The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Returns were not available. In-house accuracy testing in addition to the review of historical performance of reagent lot 21279ui01, was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 21279ui01 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. In house accuracy testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. World wide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 21279ui01 was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device service by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results on a (B)(6) yr old male patient diagnosed with (B)(6) and did not have clinical presentation of a myocardial infarction. Results provided: (B)(6) 2021 = 1.028 ng/ml, poct result = negative, beckman troponin = negative. Other abbott troponin-I results: (B)(6) 2021 = 1.527 ng/ml; (B)(6) 2021 = 1.485 ng/ml; (B)(6) 2021 = 0.729 ng/ml; (B)(6) 2021 = 0.823 ng/ml (reference range: 0-0.4 ng/ml), both myoglobin and bnp results were negative. No impact to patient management was reported.